Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens). It was reported that when they put the trial in the patient, it was 24 hours before they could start peeing again. It was noted that the patient is allergic to anesthesia, and whenever they go under anesthesia they can't pee for a day or two. The trial worked for the patient so they decided to put the permanent implant in. There were no device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.